Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit does not work. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) does not work.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp) and observed a leak in the drive manifold. Also, the unit failed the fiber optic module tests. The fse replaced drive manifold and fiber optic module assembly. Unit passed all calibration, functional and safety tests performed. Equipment suitable for clinical use.